Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment on the liberty select cycler. The m31 air detected in cassette alarm was received several times during fill 1 of 4. The patient rebooted the cycler but the m31 alarm continued. Treatment was cancelled. Additional information was received during follow-up with the patient. Fluid was discovered within the cycler upon opening the cassette door. No defect or damage was noted to the cycler set. There were no adverse event, serious injuries, or required medical intervention as a result of the reported issue. The patient stopped treatment for the night and went to the clinic the following day to drain. The cycler remains with the patient for continued use. The cycler was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5 (event description) plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during treatment on the liberty select cycler. The m31 air detected in cassette alarm was received several times during fill 1 of 4. The patient rebooted the cycler but the m31 alarm continued. Treatment was cancelled. Additional information was received during follow-up with the patient. Fluid was discovered within the cycler upon opening the cassette door. No defect or damage was noted to the cycler set. There were no adverse event, serious injuries, or required medical intervention as a result of the reported issue. The patient stopped treatment for the night and went to the clinic the following day to drain. The cycler remains with the patient for continued use.